Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that stimulation was cutting in and out. The patient reported to the rep that stimulation kept ¿cutting out¿ when standing still or moving, and experienced a return of pain when not feeling stimulation. The patient stated he had been sitting in a vehicle, and stimulation just quit for about 30 seconds, ran for a bit longer, and then shut off again. Stimulation had been intermittent. The patient has had a hard time getting the implantable neurostimulator (ins) to communicate with the patient programmer (pp). The patient noted no falls or trauma. Because the patient wasn¿t able to be seen until an appointment on (B)(6) 2016, troubleshooting was attempted over the phone. The ins was ¾ charged. They were able to switch from group a to group b, but were unable to switch back to group a. The patient programmer indicated poor communication every time when changing back to group a was attempted. The patient indicated seeing no other error codes besides poor communication. They were able to turn the ins on and off with the implantable neurostimulator recharger (insr). The patient stated to the rep that stimulation felt flittering. When on group a, some stimulation was felt, when stimulation was switched to group b, the patient felt no stimulation. The patient confirmed the lightning bolt. Stimulation is set at 10.1 v/ 10.2v.; the ins was charged. The patient charges every two to 2.5 weeks. When the patient moved a certain way, stimulation was felt, when patient moved a certain way, stimulation would stop. The manufacturer representative (rep) later reported that initially, they were unable to switch back to group a; that issue has been resolved. Impedances were run and all were ¿fine,¿ under a thousand. Impedances were run with the patient in the position that he experienced surging, and the impedances all looked fine. Since (B)(6) 2016, the patient programmer (pp) and the implantable neurostimulator (ins) would not connect. It was noted that they were able to get the pp to synchronize with the ins today. The rep also noted that regarding the surging while driving, stimulation had been off for four to five hours and then felt a surge. The ins ¿kicked on¿ full strength and surged unexpectedly. The patient was experiencing surging / intermittent stimulation today ((B)(6) 2016). The ins was taking longer to charge, which started six to seven months ago. The patient¿s battery was nearing end of service (eos). The patient was running on high settings. The patient was getting eight coupling bars. Additionally, the rep reported that the patient was educated in the use of the patient programmer, recharger, and positional changes. The patient would like to have a surgical lead replace the percutaneous lead, but was waiting until the ins was due for replacement. Indication for use included complex regional pain syndrome type 2. Follow-up was being conducted for information about the interventions/ actions taken, cause, and outcome. If additional information is received, the file will be updated.